Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, the patient experienced asystole when crossing the valve as the atrio/ventricular node was disrupted. Another rv lead was used to pace temporarily through the case while replacing the rv lead that showed low, within range shock impedances. These impedances were determined as not a lead malfunction but related to the patient condition. The rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, the patient experienced asystole when crossing the valve as the atrio/ventricular node was disrupted. Another rv lead was used to pace temporarily through the case while replacing the rv lead that showed low, within range shock impedances. These impedances were determined as not a lead malfunction but related to the patient condition. The rv lead has been returned for analysis. No additional adverse patient effects were reported.